Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.